Event description:
It was reported that pump displayed malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.